Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Upn: corrected from unk365 to m001184540. Device lot number: corrected from unknown to 17206186. Device expiration date: corrected from unknown to 08/31/2017. Device manufactured date: corrected from unknown to 08/20/2014. Device evaluated by MFR: the device was returned loosely coiled without a carrier hoop. The entire length of the device including the hub and shaft was inspected. A break in the pebax sleeve was observed. This break in the pebax sleeve occurred 1 cm below strain relief and exposed 15.5cm of inner braid. A coating confirmation test was carried out and the test revealed the presence of coating with coating damage evident along the coated length. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the device was broken. A renegade hi-flo microcatheter was selected for treatment. During preparation, upon removal of the device from the package, it was noticed that the catheter was broken. The procedure was completed with another of the same device and the patient's status was stable.

Event description:
It was reported that the device was broken. A renegade hi-flo microcatheter was selected for treatment. During preparation, upon removal of the device from the package, it was noticed that the catheter was broken. The procedure was completed with another of the same device and the patient's status was stable.